Event description:
A report was received that the patients entire system was explanted due to an infection in the patients chest. Symptoms of the infection included redness, fluid, and pain. The physician was uncertain of the cause of the infection. The patient was given antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc, serial/lot: (B)(4), description: lead kit 45 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients entire system was explanted due to an infection in the patients chest. Symptoms of the infection included redness, fluid, and pain. The physician was uncertain of the cause of the infection. The patient was given antibiotics.